Event description:
The customer alleged while the unit was on a pt the ventilator stopped giving breaths and no alarms occurred. It was stated that the displays acted as if nothing was wrong with pt ventilation. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed performance verification and extended self testing. No parts were replaced. It is not verified that the unit stopped giving breaths, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.